Manufacturer narrative:
Valve stenosis, is a potential risks associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, it is possible that the ongoing, untreated valve stenosis may have contributed to the patient's death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(4) clinical trial, the patient expired 21 months post valve implant. The primary investigator reported that the patient had an mi that was unrelated to the valve "considering pt had preexisting coronary arterial disease and percutaneous coronary intervention" resulting in his death. Previously, the patient was hospitalized for a combination of hyperkalemia, dehydration, shortness of breath, afib, anemia, and acute renal failure 32 days post tavr. The echo at that time showed moderate-severe stenosis with a peak gradient of 49mmhg and an ava 0.9-0.99cm2 with no planned intervention. Although the hospitalization at 32 days and 21 months were considered unrelated by the primary investigator, the complete information has undergone internal review and it is considered possible that a relationship may exist. Actual medical records with specific details of coronary anatomy (e.g. Presence of a critical culprit lesion) are not available. After thorough review of all events, it is considered possible that the ongoing, untreated valve stenosis may have contributed to the patient's death.